Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four months following implant and during routine testing, the lead displayed "high threshold and sensing was poor." When the lead was re-positioned the parameters were not "ideal." The lead was removed, replaced, and no patient complications have been reported as a result of this event.